Event description:
I was enrolled in a silicone breast implant study by mentor. I was implanted with textured silicone gel breast implants. I was supposed to be followed for 10 years but my surgeon retired so no f/u. I developed a severe capsular contracture and a rupture. I was diagnosed with chronic fatigue. Addisons disease, raynaud's phenomenon, joint pain, rash, brain fog, anxiety, and depression. Several surgeons told me that it was safe not to explant. I finally saved enough to explant on (B)(6) 2019. The left implant was completely ruptured and had turned completely black from mold. I walked around with these in my body for 14 years. These are not safe. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).